Event description:
It was reported that the motor of a medfusion® 3500 syringe pump was not running. No injury was reported.

Manufacturer narrative:
Smiths medical received one medfusion® 3500 syringe pump for analysis. A crack to the right side of the plunger case was noted. Evaluation of the pump was performed by an occlusion test which resulted in a motor rate error presenting. The lead screw nut and position pot nut were tight along with excessive grease to the drive train assembly. The motor assembly was found to be old, dirty and worn out. Based on the evidence, the root cause was from the improper assembly of the device by the customer which is inconsistent with the instructions for use. The pump was repaired.